Event description:
Same case as MDR ID 2134265-2014-07279. It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50mm x 38mm promus premier¿ stent was implanted. A 2.25mm x 24mm promus premier¿ stent was advanced through the previously implanted stent but failed to cross. Upon pulling the 2.25mm x 24mm promus premier¿ stent delivery system (sds) out, the stent was caught on the struts of the previously deployed 2.50mm x 38mm promus premier¿ stent. Both the 2.25mm x 24mm promus premier¿ stent and 2.50mm x 38mm promus premier¿ stents were deformed. The 2.25x24mm promus premier¿ sds was removed. The previously implanted stent was dilated. A guidezilla guide extension catheter was advanced and another stent was deployed distal to the previously implanted stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
Device lot number- updated from unknown to 17030156. Device evaluated by manufacturer: the stent delivery system was returned for analysis. The struts at the distal end of the stent were distorted, misaligned and stretched 26mm distally past the tip of the device exposing the stent crimp marks on the balloon material. The presence of crimp marks indicates that the stent was crimped per process in the correct location during manufacturing. The stent had moved 12.6mm distally from the most proximal crimp mark on the balloon material. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. The tip of the device was examined and there was no issue with its profile. The balloon cones profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. A visual and microscopic examination found no issue with the inner and markerband profiles that could have contributed to the complaint incident. A visual and tactile examination found that the shaft polymer extrusion was severely kinked 30mm distal to the midshaft. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-07279. It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50mm x 38mm promus premier¿ stent was implanted. A 2.25mm x 24mm promus premier¿ stent was advanced through the previously implanted stent but failed to cross. Upon pulling the 2.25mm x 24mm promus premier¿ stent delivery system (sds) out, the stent was caught on the struts of the previously deployed 2.50mm x 38mm promus premier¿ stent. Both the 2.25mm x 24mm promus premier¿ stent and 2.50mm x 38mm promus premier¿ stents were deformed. The 2.25x24mm promus premier¿ sds was removed. The previously implanted stent was dilated. A guidezilla guide extension catheter was advanced and another stent was deployed distal to the previously implanted stent. No patient complications were reported and the patient's status was fine.